Event description:
On the morning of (B)(6) 2018, I tried to remove the tampon that I had used the late evening of (B)(6) 2018. The tampon unraveled, came apart inside of my vagina and separated into several pieces while still inside of me. When I tried to get all the pieces out, it severely scratched the inside of my vagina in several places and I began to bleed more heavily than ever before in my life. Within minutes I, also began to have increasing pain in my pelvic area. I tried for several minutes to remove all the remaining pieces, but the blood was heavy and I had to stop because of the pain and the bleeding. I called my husband in the u.s. And asked him to call my doctor. He could not get in touch with her, but did tell me that the type of tampon I had used was re-called by the maker and not to use any more that I had with me. I continued to have problems for the next three weeks and went to seek medical help twice in (B)(6). Unfortunately, when I described what happened, the general doctors there told me they never heard of anything such as a tampon breaking inside of someone, and to go home because I was just having my period. I was prescribed medicine for the pain I was experiencing. I remained in (B)(6) until 9th, and continued to deal with this issue until I returned to the u.s. I am still not certain if I was able to remove all the small pieces from the tampon. I reported this to kimberly-clark. After first denying that the product was recalled. They admitted it was one of recalled tampons and have given me a case # (B)(4).